Event description:
It was reported that this pacemaker went into safety mode. The patient with this pacemaker is in a nursing home due to unrelated patient health issues. Technical services (ts) advised device replacement. However, the patient opted to not get a device changeout due to their condition. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker went into safety mode. The patient with this pacemaker is in a nursing home due to unrelated patient health issues. Technical services (ts) advised device replacement. However, the patient opted to not get a device changeout due to their condition. The device remains in use. No adverse patient effects were reported.